Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The xience alpine referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4):the device was not returned for our investigation. Investigation of the production record could not be performed as no lot information was available. With the provided information, we could not identify whether or not there was any trouble with the guidewire, the cause of and the causality of subject guidewire with the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure of the mildly calcified, non-tortuous, left anterior descending (lad) coronary artery, the sion blue guide wire was advanced to the lesion without issue. The 3.0 x 38 mm xience alpine stent delivery system (sds) was deployed at nominal, then 16 atmosphere (atm), then to 23 atm and deflated without issue; however, during removal of the sds, dragging/hang-up resistance was noted with the guide wire. The sds was successfully removed separately, while the guide wire remained in the vessel to complete the procedure. Although use of the guide wire continued, it was felt that the resistance was from the guide wire. There was no adverse patient effect and no clinically significant delay in procedure reported. No additional information was provided.